Event description:
Caller reported a tandem mobi cartridge alarm occurring twice, once at midnight and then again at 7:18 am, which caused the customer's blood glucose to exceed 500 mg/dl, although the exact value was displayed as "high." Initially, the customer addressed the high blood glucose by changing the infusion set and later resorted to multiple daily injections (mdi). Cartridge alarm recurred despite attempts to resolve the issue, leading to a confirmed second occurrence by technical support. Cts instructed the caller to remove the cartridge and attempt a bolus, but the alarm recurred, prompting the replacement of both the pump and the original cartridge. Cts informed the caller about upcoming steps with the replacement pump and ensured all necessary acknowledgments and shipping instructions were understood. There was no available backup therapy, and the caller planned to consult a healthcare provider.